Manufacturer narrative:
Evaluation in progress but not concluded. Device repaired and returned.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, the roller pump roller occlusion adjustment mechanism reportedly tightened spontaneously. The occlusion adjustment bearing was replaced and specified function was restored. There was no adverse consequence to the patient as a result of this event.